Event description:
The patient underwent bilateral mastectomies and placement of tissue expanders for reconstruction. She has residual chest wall and axillary deformaties, with rolls of skin and fat extending into the axilla that produce significant discomfort when she places her arm in an adducted position. Bilateral placement of permanent saline breast prosthesis was implanted and bilateral tissue expanders were explanted. Procedure was tolerated well by patientdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.